Manufacturer narrative:
Section h5/h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable jacket was confirmed. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had damage to the patient cable jacket near the controller connectors. Resistances of the patient cable were unremarkable, and no alarms were produced during testing. The system powered up as intended and passed all tests. The patient cable was replaced, and preventative maintenance was performed. The unit was returned to the rental pool ready for patient use. A root cause for the reported event was not conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator with an issue with the mobile power unit (mpu). The mpu showed a defect in the cable insulation near the plug which connects to the system controller. The mpu was replaced/exchanged. There were no alarms.